Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port clear vue isp implantable port with attached catheter and an 8.0fr peel apart sheath were returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Blood residues were noted on the device. Minor puncture access was noted on the port septum. Upon infusion no leaks were noted from port and aspiration was successful. Peel apart sheath was inspected, and t handle was noted to be fractured. The broken segments, which included a t handle segment and a valve cap, were returned. The edges of the proximal end of the t handle were noted to be jagged. Manufacturing review was performed and as per review the end of the t-handle indicating 8fr was observed to be fractured as was the top cap of the valve and "broken t-handle" is confirmed. Therefore, the investigation is confirmed for the t handle fracture and separation issue. However, the investigation is unconfirmed for the reported broken port issue as no break/crack and separation was noted and sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure the port was reportedly to be broken. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure, during the procedure the port was reportedly to be broken. There were no injuries reported to the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.